Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia , occlusion, damage (physical or cosmetic) on the back side of the insulin pump and no delivery/occlusion alarm. The customer reported a blood glucose value of 180 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring and customer reported an insulin flow blocked alarm. The pump passed 5u fill cannula test. No harm requiring medical interventions were reported. It was noticed that the customer would discontinue the use of the pump. No product return is required for mmt-242a. No product return is required for mmt-332a. The product mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found one no delivery alarms in the pump history on 03/19/2024 at 08:17:36 during bolus delivery. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.5 mv). In summary, pump passed required testing. Customer alleged for no delivery/insulin flow blocked alarm was not confirmed. The force sensor is within specification. Cosmetic damage confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.